Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. It was also reported that the pump experienced an unidentified alarm. The customer¿s blood glucose level was 123 mg/dl. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.